Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in the left common femoral artery (lcfa) with three proglide devices using the preclose technique via a 6f sheath prior to an endovascular aneurysm repair (evar). Reportedly, when depressing the plunger of the proglide device, an unusual sound was heard and a suture retrieval issue (cuff miss) occurred with the three devices. The decision was made to "open the skin" at the lcfa and foot breaks had occurred with the three proglide devices and were found outside of the artery in the subcutaneous. Surgical suturing was performed to achieve hemostasis in the lcfa. Final femoral angiogram showed good flow without complication. Suture placement and hemostasis was achieved in the right common femoral artery (rcfa) using the preclose technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture retrieval issue (cuff miss) was not confirmed as not all components were returned for analysis. The reported foot break was confirmed. The noise was not confirmed. The investigation was unable to determine a conclusive cause for the reported suture retrieval issue (cuff miss) and foot break; however, the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.